Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-1411lp low profile reamer broke. This was discovered during a procedure in december. No further information was given at this time.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
Additional information received on 1/9/2023: per sales representative, while the surgeon was drilling the femoral tunnel using the ar-1411lp low profile reamer, it broke. This was discovered during a quad aclr procedure on (B)(6) 2022. Surgeon removed the broken piece and confirmed via x-ray that there were no fragments left in the patient. The reamer had completed the bone socket before it broke therefore, a new reamer was not needed, and case was completed successfully without further issues.